Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Top of brush head that can turn broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the top of the oral-b brushhead, version unknown that can turn broke off in his/her mouth while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer also noted that he/she thought that the toothbrush acted strangely already a few days ago. No symptoms developed. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that this was the only brush head with which this had happened. The consumer no longer had the packaging, and he/she stated that he/she always purchased a 4 pack of brush heads. The consumer described that it concerned a "simple" kind of brush, without "bells and whistles". The consumer stated that he/she would keep the brush. No further information was provided.